Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, and small atrium. A mitraclip xtw was inserted. However, due to a septal hugger, the plus knob was applied. The clip was steered down to the medial commissure. However, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was deployed where it was stuck, but chordae were lifted towards the valve. The mr was reduced to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip entangled in chordae during positioning). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.